Manufacturer narrative:
Date of event: (B)(4) 2018. Date of this report: 12/04/2018. Philip's service engineer (se) inspected the device. The se found the central processing unit (cpu) needs to be replaced. The customer was advised to replace the cpu. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator could not boot up. There was no patient involvement. The event date was not specified; estimate used.